Event description:
It was reported that a device had a door that was not latching properly. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. The device evaluation found force required to secure the door was above expected levels. Review of the history log found several "door jammed" messages corresponding with the reported symptom. The door hooks and latch spins were replaced.